Event description:
It was reported that for a period of approximately two months, the patient's device alert has been activating. In one occasion, the patient went to the emergency room. The vdefib was greater than 100 ohms and the superior vena cava (svc) coil was also elevated. However, the numbers went back to normal. On another occasion, there was a lead warning and the right ventricle (rv) coil impedance was greater than 100 ohms where normally would be in the 50's. Hv impedance trends show fluctuation and the rv coil and svc coil show similar pattern of flux. There was a discussion of a suspected lead integrity on the right ventricular coil (rvc). The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.